Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. During the evaluation the device was found to have evidence of physical damage. The active exhalation control module board, and system board were found to be malfunctioning and were replaced to address the issues.